Manufacturer narrative:
Catheter: model: 8709sc, serial # (B)(4), implanted on: 2011 (B)(6), explanted on: unk.

Event description:
A tearing through the v-wing anchor when suturing it down during a device implant procedure was reported. When the doctor attempted to close the v-wing anchor using a thick ligature, it ripped through the "wings". Hcp then used the same ligature and applied less pressure and with one suture on the v-wing, completed the procedure. Following this hcp opted to leave the sterile water in the pump and do a refill at a later time. There were no adverse reactions to the patient.